Event description:
The customer stated that they had just changed the battery on the meter and the display is damaged. They stated that on the screen the reading is 142 mg/dl but the 2 is only half displayed. A review of the system was conducted over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further eval and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.